Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the customer cannot get the cleo to stick to the skin for more than 24 hours; blood sugars not affected. Please reference mdrs: 2183502-2016-02144, 2183502-2016-02145, 2183502-2016-02147, 2183502-2016-02148, 2183502-2016-02149, 2183502-2016-02150, 2183502-2016-02151, 2183502-2016-02152, 2183502-2016-02158 for associated events.